Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3: device was not returned to manufacturing facility.

Event description:
It was reported by the customer that a patient received a bolus of magnesium sulfate instead of oxytocin for approximately 30 seconds. It was reported by the customer that this was a user error due to the high risk medication double check not fully being completed due to the delivery circumstances. The customer requesting investigation on how long the magnesium bolus infused. There was patient involvement but no harm.